Manufacturer narrative:
The suction valve was returned for evaluation. The device was not returned in its original packaging, and therefore, the actual lot number was unable to be identified.. A visual inspection was performed on the returned device and found the suction connector almost entirely broken off from the main body of the suction valve; therefore, testing of the valve with a compatible endoscope could not be performed. Additionally, the valve button is also separated from the main body, and signs of damage (deep indentations) can be seen on the main body itself. The IFU states the following, ¿firmly attach the suction valve to the instrument channel port. If the suction valve is attached to the endoscope improperly with gap between the base of the suction valve and the top of the suction cylinder, suction valve may detached from the endoscope and may cause patient debris to leak or spray from the gap.¿ although the user¿s experience with this device could not be replicated as the valve was damaged upon receipt, the device is pre-counter measure and therefore, is part of an affected products list which has a corrective action in place. The most likely cause of the reported phenomenon was attributed to excessive force applied to the suction connector. The original equipment manufacturer (OEM) conducted an investigation with the use of suction valves from same lot/batch retained by the manufacturer. Based on the OEM¿s investigation, an increase of reported complaints was observed since the manufacturing process and molding supplier for the suction valve were changed or replaced on aug, 2018. The OEM reported that the suction valves that were manufactured pre and post change meet the product¿s standard for stiffness. However, when an unexpected large load or excessive force is applied to the suction connector, the OEM confirmed that the product before the changes did not break, but the products that were manufactured after the changes were breaking or may break. Escalation activities have been initiated.

Event description:
The user facility reported that "during a bronchoscopy with endobronchial ultrasound bronchoscopy (ebus), the suction valve and tubing came off the ebus scope splattered the room and 4 staff members with blood. Staff did not have a blood or body fluid exposure to non intact skin or orifices." No patient or user injuries were reported. Also, it was reported that the "physician feels that either the suction valve is not secured tightly or that the weight of the suction tubing is pulling it off. Physician states he normally checks the suction valve before starting the procedure and secures it. However, with this case he did not check to make sure the suction valve was tight."